Manufacturer narrative:
(B)(4). Unit p-cap or reservoir locked properly in place. Unit received with overlay scratched, severely scratched lcd window, and cracked glass at the lcd screen. Unit received with blank display due to cracked lcd glass. Unable to perform displacement test, self test, and current measurements due to display anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple scratches on the screen and cannot read the screen. Customer stated insulin pump no longer working and crack on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.